Event description:
Two lesions were treated, one lesion in the rca with another co's stent and one lesion in the lcx with the minivision stent. The pt underwent re-hospitalization and elective angiography at the six month follow-up. The pt was revascularized on the target vessel (lcx) due to a new stenosis at the proximal edge of the stent. Event was resolved and the pt was discharged. No additional info was available.